Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving vibratory patient notification alert and feeling pain on the ICD pocket. Patient also heard some noise from the device. Upon device interrogation, an alert for long charge time was noted. Physician also noticed noise from the device during charging. Device was explanted and replaced. Patient's condition was good.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.